Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a transfemoral catheter angiography (tfca) procedure with a small-bore sheath. Reportedly, after completing all four steps and deploying the clip successfully on the vessel wall, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to the failure to achieve hemostasis include, but not limited to, incorrect positioning of device, inadequate tissue capture by the clip, delay in deploying clip after vessel locator was pulled into apposition against anterior surface of artery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction to device available for evaluation rom yes to no.